Event description:
As reported by our (B)(6) affiliate, during the deployment of a 26mm sapien xt valve in an existing surgical valve, the left main (lm) coronary artery was partially occluded by the torn surgical valve leaflet. Initially, the patient¿s pre-existing surgical valve had severe ar due to a torn leaflet. During the tavr procedure, the lm was pre-wired as a precaution in case the torn valve leaflet occluded the ostium. The sapien xt valve was positioned and deployed 15% below the lowest visible margin of the surgical valve stent. Post deployment root angiogram revealed partial occlusion of the lm by the torn surgical valve leaflet. Coronary angioplasty was performed at the site, and a stent was placed to restore flow. Following the procedure, the patient was transferred in stable condition. It was perceived that the torn surgical valve leaflet partially occluded the left coronary ostium post valve deployment.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, procedural factors (occlusion of the lm by the torn pre-existing valve leaflet) contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.